Event description:
Procedure: robot assisted laparoscopic roux-en-y gastric bypass, hiatal hernia repair. While using the endo stapler during the procedure, it would not fire. A new stapler was brought in and the case was finished without incident. The covidien representative was present.